Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record could not be performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of stenosis is listed in the xience pro x everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.0x23mm xience prox stent system referenced is filed under a separate medwatch report. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on 09/15/2019, a 4.0x18mm xience prox was successfully implanted in the right coronary artery. On (B)(6) 2020, it was noted that the stent re-stenosed and intervention was performed. After pre-dilatation, a 4.0x23mm xience prox was advanced to the re-stenosed lesion. During stent deployment, the balloon failed to inflate. During removal of the stent delivery system, the struts of the 4.0x23mm caught on the implanted 4.0x18mm prox stent, causing the 4.0x23mm prox stent to dislodge. A snare was used to successfully remove the dislodged stent. It was decided to stop the procedure and have the patient return again at a future date. No additional information was provided.